Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during ventilation, alarms for high peep were generated when the ventilator was used in tandem with a high frequency jet ventilator (hfjv). There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4). The ventilator was investigated by our field service engineer (fse). No malfunction could be found. The ventilator passed all safety and functional tests and was cleared for clinical use. The review of provided device logs reveals that the event log does not cover the reported date of event. However, on a later date, the reported alarms for low peep could be found in combination with other alarms that indicates that the pressure and volume delivery is restricted. The technical log covers the date of event and there are no findings of any technical error codes that could indicate a device malfunction. The test log shows that the device passed the pre-use check both before and after the reported date of event. The reported tandem use of a high frequency jet ventilator (hfjv) implies that the hfjv is connected to an et tube adapter and it induces a ¿jet¿ of gas out of the adapter into the airway. The measured inspiratory values would be as per the set parameter values but the measured expiratory values would include the values of the hfjv and therefore, the measured expiratory values would not reflect the parameter settings and will lead to generation of appropriate alarms. The use of a hfjv in tandem with the ventilator has not been tested, approved, or recommended for use with this ventilator system. Therefore the consequences of its use with our ventilator are unknown.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).